Manufacturer narrative:
Corrected data : d7- explant date in initial MDR is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.00/0.5/163 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length spherical lens on (B)(6) 2019 due to excessive vault. This resolved the problem.. Cause of the event is reported as unknown.

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found clear surgical residue on the lens and a torn haptic. Claim# (B)(4).